Event description:
It was reported that this lead was an attempted implant. When placing the lead for left bundle branch area pacing, it was no longer possible to retract the lead helix, and it remained fixed in an extended position. The lead position was secured; however, the threshold rose to 2.6 v at 0.5 ms and the pace impedance measured high, at 1,800 ohms. It was decided to exchange the lead, and the procedure was then successfully completed without adverse effects. The lead is expected to be returned.